Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder and bowel control. The patient had a knee replacement in (B)(6) 2010 and noticed some changes in therapy afterward. The other knee was replaced on (B)(6) 2011 and symptoms had increased since then. The patient brought their patient manual and had "other papers" that they gave to the anesthesiologist prior to surgery. The patient had "fecal incontinence" for 3 weeks. The patient had an appointment with their hcp scheduled for (B)(6) 2011. Additional information was requested.